Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to be charged with the tandem-provided usb charging cable. The customer's blood glucose level was 300-600 mg/dl. A manual insulin injection was administered to address elevated bg level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.